Event description:
It was reported that an exposed lobe of the left atrial appendage was noted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow up CT imaging procedure. The CT images showed there was an exposed lobe in the laa. The physician did not perform any intervention or treatment at this time and the patient was discharged home.